Manufacturer narrative:
No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while a patient was in the clinic to be unhooked, the pump's cassette exhibited drug residue. It was found that the tape at the connection between the extension tubing and the cassette was damp. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: no product was returned therefore, no visual or functional evaluation could be performed results:. We are unable to confirm the reported complaint as no sample has been received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot number was provided therefore, a manufacturing device history record DHR review could not be performed.